Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of mistake/touch contamination resulting in peritonitis coincident with dianeal unknown and dianeal ultrabag therapy. On an unreported date, the patient began treatment with dianeal unknown and dianeal ultrabag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service on the (B)(4) 2012, the following was reported. On an unknown date, the patient made a mistake/touch contamination. On an unknown date in (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. Treatment information was not reported. At the time of this report, the patient was recovering from peritonitis. Dianeal therapy was ongoing. The nurse stated the cause of the peritonitis was mistake/touch contamination. The cause of the mistake/touch contamination was not reported. The nurse stated the peritonitis was not related to dianeal therapy. Follow up information was obtained from the nurse on (B)(4) 2012. The following was reported. In (B)(6) 2012, the patient had reoccurring peritonitis. The nurse believed the cause of the peritonitis in (B)(6) 2012 was related to touch contamination. In (B)(6) 2012, the patient was retrained and was recovering. In (B)(6) 2012, the patient experienced peritonitis. The physician determined that the organism got into the catheter and was never fully cleared. On (B)(6) 2012, the pd catheter was replaced. On (B)(6) 2012, the patient was placed on hemodialysis. The patient was recovering and doing well. The patient was expected to restart pd in five weeks, from the time of this report. The nurse stated that the event was not related to dianeal, the homechoice machine, or any baxter disposable products. No further information was obtained.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique was confirmed because the nurse reported the cause of the peritonitis was due to a mistake/touch contamination by the patient. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.